Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of row board cable. A field service engineer powered down the station and reseated the row board connection on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer was not detected on the communication bus and the malfunction occurred when the user was trying to issue the medication. The user had to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.